Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no sample was provided for evaluation, as a result of other confirmed complaints of this nature, b. Braun has initiated a voluntary medical device correction for multiple batches of outlook® pump sets including the batch identified from this complaint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the blood set leaked. No injury reported.